Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products: microcatheter (details unknown); new coil (details unknown); new microcatheter (details unknown).

Event description:
The surgeon advanced the 1st coil: deltapaq cerecyte microcoil 1.5mm x 4 cm (cdf10015430/c17541) and noted most part of the coil had stretched into the microcatheter (details unknown). The surgeon withdrew the microcatheter and changed to another coil (details unknown) and microcatheter (details unknown) to complete the procedure. The patient is fine now. No adverse event occurred. The patient had pcom.

Manufacturer narrative:
It was reported that the deltapaq cerecyte microcoil 1.5mm x 4 cm (cdf10015430/c17541) was advanced and it was noted that it was noted that most of the coil had stretched in the unknown microcatheter. The microcatheter was withdrawn and both the coil and microcatheter were exchanged for other unknown devices. It was reported that the patient is fine and that no adverse event occurred. The procedure was treatment of a posterior communicating artery (pcom) aneurysm and this was the first coil being used. No further clinical or procedural information is available and the product has not been received for analysis. Based on the lack of procedural information and without the return of the deltapaq system and the concomitant microcatheter, no conclusion can be made regarding potential procedural factors that may have contributed to the event such as vessel characteristics, maintenance of an adequate continuous flush, or interaction with the unknown microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.